Manufacturer narrative:
Per the tandem user guide: ¿do not expose your pump, transmitter, or sensor to: x-ray, or computed tomography (CT) scan.¿ the device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. Reportedly, the pump was exposed to x-ray equipment. The customer reverted to an alternate method of insulin therapy. There was no adverse impact to the customer¿s blood glucose level.